Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported receiving multiple vent in-op error codes. Patient involvement unknown, pending information.